Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there were several episodes of non-sustained oversensing noted on the patient's remote transmission as a result of noise on the right ventricular (rv) lead, cause by some myopotential oversensing on the device. No intervention was performed to resolve the event and the patient was in stable condition.